Event description:
It was reported that tandem mobi pump experienced recurring cartridge alarms during the loading process, and caller was unable to successfully load multiple cartridges and resume insulin therapy despite following proper technique. There was no adverse impact to the customer's blood glucose level. Customer removed cartridge as instructed, delivered a 9-unit bolus that completed successfully, then prepared to use multiple daily injections as backup therapy while tandem technical support arranged replacement of pump and original cartridge, provided storage mode and return instructions for problematic pump, confirmed shipping details and warranty status, and advised customer to program pump settings and connect continuous glucose monitor on replacement pump.